Event description:
It was reported that the delivery system was stuck on the guidewire. A carotid wallstent and a filterwire ez embolic protection system were selected for use to treat carotid stenosis. The stent was successfully implanted. During the withdrawal process of the stent delivery system, the delivery system was stuck on the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only and to provide the device evaluation. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified outer sheath damage at the exit port. Device was received in a fully unsheathed state with the filter wire inserted in the device. The investigator was unable to remove the filter wire while unsheathed. The investigator sheathed the device and was able to remove the filter wire with a degree of resistance encountered. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the delivery system was stuck on the guidewire. A carotid wallstent and a filterwire ez embolic protection system were selected for use to treat carotid stenosis. The stent was successfully implanted. During the withdrawal process of the stent delivery system, the delivery system was stuck on the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the delivery system was stuck on the guidewire. A carotid wallstent and a filterwire ez embolic protection system were selected for use to treat carotid stenosis. The stent was successfully implanted. During the withdrawal process of the stent delivery system, the delivery system was stuck on the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. There were no patient complications as a result of this event.